Event description:
Information was received from a consumer (family member) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained clonidine, droperidol, and an unknown brand of morphine, all with unknown concentrations and doses. It was reported the patient had an infection around the pump since (B)(6) 2017. The patient¿s surgeon was saying he would not remove the catheter; there was no scheduled removal date yet. The area of the infection was in the pocket/around the pump. There were no reported symptoms related to the infection. The infection was confirmed. The consumer stated the patient was hospitalized in (B)(6) 2017 due to infection around the pump. The consumer stated a manufacturer representative was notified (B)(6) 2017. The patient was working with a doctor to have the pump removed. There was no surgery date scheduled yet. The representative turned the pump down to the lowest setting in (B)(6) 2017. The patient was also diagnosed with multiple myeloma on (B)(6) 2017. No further patient complications were reported. Additional information received on (B)(6) 2017 from a manufacturer representative reported they thought there were involved in the case and confirmed that he came to interrogate the patient¿s pump on (B)(6) 2017. The representative stated that he was there to help reprogram the patient¿s dose as it was being tapered down from 3.8-2.8 mg/day in anticipation of the upcoming removal.